Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, a non-target area (4cm from the target lesion) got ablated when the target lesion was punctured. A needle guide was in use. The coating of the ablation electrode (about 8cm from the tip) was found missing. Nothing fel into the patient cavity. The procedure continued and was completed without further action. There was no patient harm. The physician reported he might have shaved the coating off the ablation electrode by using the needle guide. He is aware this kind of issue could happen when needle guides are used. It is unknown where the piece of coating is, but it was not inside the patient.